Event description:
It was reported that the bd micro-fine¿ pro pen needles outer cover was damage where sterility is compromised. The following information was provided by the initial reporter: according to the user's verbatim report, before use, the outer cover was found melted and had a hole in it.

Manufacturer narrative:
H6: investigation summary one open 32g x 4mm pen needle sample and two photos were returned from lot. No. 2130219, cat. No. 320559. Visual examination was carried out on the returned sample and photos and damage to the side of the cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue most likely occurred due to the side seal station contacting the part for an extended period of time causing the cover to melt.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ pro pen needles outer cover was damage where sterility is compromised. The following information was provided by the initial reporter: according to the user's verbatim report, before use, the outer cover was found melted and had a hole in it.